Event description:
It was reported that during surgery the device was stopping and starting. The graft that was taken was only a partial area of the two inch size expected. No additional unplanned skin graft was required. There was no harm or delay reported and no alternate device was needed to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no related findings/repairs to the reported event. Tech performed assessment of the device and no issues were found. The unit was tested and returned to the customer. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.